Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer stated that the bristles on their proxabrush just fall off while using it, getting in the the very gaps which they are trying to clean. Consumer claimed that after just one use, the bristles fall off and only the twisted wire remains.